Event description:
It was reported patient underwent a right hip revision approximately 1-day post implantation due to the misuse between the head and liner. Surgeon used a 36mm ID liner with a 40mm head instead of a 36mm head after declining to verify implants before being opened onto the field by the circulating nurse. No additional information on the reported event is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010001037- cocr fem hd 40mm type 1 -6mm- 6456458. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2022 -02426. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b5; g3; h2; h3; h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.